Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, exceeding 125 ohms and reaching out-of-range values. Technical services (ts) reviewed the event, recommended further evaluation of the lead, and provided reprogramming options. It was also noted that calcification was suspected as the potential cause. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, exceeding 125 ohms and reaching out-of-range values. Technical services (ts) reviewed the event and recommended further evaluation of the lead and provided reprogramming options. It was also noted that calcification was suspected as the potential cause. Subsequently, this rv lead triggered a code 1005, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Ts suggested at this time the rv lead should be replaced. Additional information has been requested but was not provided at this time. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.